Event description:
While treating a patient for cardiac arrest, to defibrillate using the lifepak 12 with two heartstart electrodes attached via the standard cable. The monitor display read "connect cable" although the cable was confirmed to be properly attached and no shock could be delivered.then two shocks were delivered with the fr2 AED and successive shots were delivered with the lifepak 12 through the fr2 adapter cable. The total delay in delivering the initial shock was approximately 3 minutes . The patient was transported to hospital in cardiac arrest with no change in condition and resuscitative efforts were later terminated by the emergency department.' There was no report of association between device operation and patient outcome.